Manufacturer narrative:
The reported complaint of user advisory (ua) 17 (max motor on time exceeded during active operation) with the autopulse platform (sn: (B)(4)) was confirmed during archive review; multiple ua 17 error messages were observed; however, there was no record in the archive that a user advisory (ua) 16 (timeout moving to take-up position) error message occurred. Evaluation of the platform found no issue. The report of ua 17 and ua 16 error messages was not reproduced during functional testing. The platform passed initial functional testing with no faults found. The autopulse platform is a reusable device and was manufactured in 2007 and is 10 years of age. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 17 can occur when the compression depth cannot be reached in time possibly due to low battery, the lifeband is twisted and or the patient is stiff. Ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. Unrelated to the complaint, a damaged wire strand was observed during visual inspection and a user advisory 2 was recorded around the reported event data. Further investigation found the root cause of the ua 2 was due to a defective belt clip retainer and a defective load cell. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported in (B)(6) 2014, for ua 16 with the autopulse platform with serial number (B)(4). The drivetrain motor was replaced to resolve the ua 16 message.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) and ua 17 (max motor on time exceeded during active operation) messages. According to the reporter, the lifeband was placed on correctly. A secondary autopulse platform was eventually used to continue with compressions. There was no report of patient consequence as a result of the reported issue.